Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Analysis also determined cuts along with deformed conductor coils approx. 185-187mm from the terminal pin, where dried fluid was noted in the lumen due to the cut. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant due to high out of range pacing impedances greater than 2000 ohms. Additional information was received that the lead was attempted three different times with approximately 60 helix rotations, where the physician's hold on the lead induced a bend in the proximal end of the lead. The lead was connected to the pacing system analyzer (psa), where in impedances continued to be high with noise. It was suspected that due to the poor technique and high number of helix rotations that the lead had an internal conductor fracture. The lead was replaced with a new rv lead prior to pocket closure. No additional adverse patient effects were reported.